Event description:
Service was requested on this device based upon a report of no air in line alarm. The facility's representative reported that the event occurred during patient use of the device. There was no record of any patient incident associated with this device since the last baxter service event. The facility's representative was unable to provide any additional details regarding a contact with any additional information.

Manufacturer narrative:
Device has been requested for evaluation.